Manufacturer narrative:
Corrections: d4 catalog number updated. H6 component code g04105 changed to g07003. The investigation for the major bleed has been completed. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp and subsequently an impella rp flex experienced bleeding and vascular perforation during the preparation for impella cp insertion via the left femoral artery. It was reported that the left femoral artery was punctured for impella cp insertion, and during the initial 6 fr sheath insertion, the iliac artery was perforated. The perforation was successfully treated with a balloon tamponade. The left femoral access site was abandoned, and the impella cp was successfully placed via the right femoral artery. Following the percutaneous coronary intervention of the left circumflex coronary artery, a right heart catheterization was performed that revealed decreased right ventricular function and subsequently an impella rp flex was implanted via the right internal jugular vein. The patient initially responded to the increased support with increased aortic pulsatility and blood pressure, but it was reported within 30 minutes of support, the patient¿s pressures and pulsatility trended down. The patient¿s abdomen was noted to be distended and slightly firm on the left side, and a left femoral angiogram revealed active bleeding from the initial left femoral puncture site. A covered stent was placed to resolve the bleeding; the resolution of the bleed was confirmed with angiogram. It was noted that the patient¿s activated clotting time had been maintained at >250 seconds for the case. It was reported that the patient¿s hemoglobin decreased from 12.6 g/dl to 8.4 g/dl and decreased again to 7.2 g/dl. The patient was transfused with two units of packed red blood cells, with two additional units ordered for future transfusion. It was noted that the patient was then transferred to the intensive care unit. It was noted that the patient expired the following day during impella support. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella rp flex, with serial number (B)(6). This MDR specifically addresses impella cp, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction]. Corrected information has been provided in d3 to accurately reflect manufacturer fax. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Corrected information has been provided in g1 [manufacturer contact fax number] was inadvertently omitted in error from initial and has now been provided.

Event description:
Additional information indicates that the bleeding complication was not felt to be related to impella at all. The physician stated it was from an iliac perforation that occurred prior to getting access for the impella in the other groin. The impella pumps are not available for return either.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The event describes implantation of an impella cp via the right femoral artery. During initial left femoral artery access using ultrasound guidance and a micropuncture technique, an iliac artery perforation occurred during insertion of a 6 french sheath (not an impella sheath, dilator, or guidewire). The perforation was treated with balloon tamponade. Pci was performed; however, the patient continued to require high-dose epinephrine and levophed. Right heart catheterization was completed and echocardiography demonstrated reduced right and left ventricular function. Consequently, an impella rp flex was implanted. Following the impella rp flex placement, transient improvement in aortic pulsatility and blood pressure was observed, followed by decline within approximately 30 minutes. Recurrent bleeding from the prior perforation site was noted, and the patient received two units of packed red blood cells. A covered stent was placed, with angiographic confirmation of hemostasis. The patient was transferred to the intensive care unit on impella biventricular mechanical circulatory support. Purge management was ongoing (composition: d5w + 25 (meq/l) sodium bicarbonate), and initiation of systemic heparin was planned. Approximately 31 hours later, the patient expired while on support. No device malfunction was identified. Both impella devices were in use at the time of the bleeding event and at the time of the demise outcome. It is unknown if heparin was required for the impellas implants or whether subsequent systemic heparin used for impella devices impacted or exacerbated the outcome of the bleed for the patient. Death is being reported for both impella devices in use at the time of expiration. However, the patient's underlying condition contributed most to the demise outcome (stage e cardiogenic shock secondary to an acute myocardial infarction and the significantly, negatively impact from the artery perforation). Correction. H6. Health effect - clinical codes were updated to remove "perforation" as this adverse event occurred on the opposite side to the impella cp. H6. Health effect - clinical and impact codes were repopulated with accurate representation of the reported event. All other h6. Coding remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.